Event description:
International customer reported that erroneously low electrolyte results were generated by the unicel dxc 800 synchron system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The specific number of patient samples involved was not provided. The samples were retested on a second analyzer and the results obtained were within expectation. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the account and switched the sodium reference and measuring electrodes. There were no further reports of erroneous results following this measure. Although parts were switched and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.